Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope wire was disconnected and the image was not displayed. The issue was found during preparation for use when the power was turned on. The intended therapeutic hernia procedure was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to a pinhole on the bending section cover, water tightness was lost. Adhesive on he bending section cover was chipped. The number of broken wires in the bending tube blade exceeded the standard value. The video connector was cracked. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrected data. Investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction for detecting the issue in chapter 3- preparation and inspection, 3.8: inspection of the endoscopic system: "confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Investigation found that the issue may have occurred due to damage to the image sensor unit or failure of the mounted components due to stress from use or handling. However, the root cause was not determined. Olympus will continue to monitor field performance for this device.